Event description:
It was reported that in the online survey a nurse stated that the patient experienced "bladder spasms, autonomic dysreflexia" prior to the device placement and "leakage or bypassing" complications were directly attributable to the silicon foley catheter in relation to a product code unknown or do not know.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "bad fit with connector". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in the online survey a nurse stated that the patient experienced "bladder spasms, autonomic dysreflexia" prior to the device placement and "leakage or bypassing" complications were directly attributable to the silicon foley catheter in relation to a product code unknown or do not know.